Event description:
An implantable cardiac defibrillator (ICD) was returned from a pacemaker clinic medical secretary. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the device system approximately three years ago. The paper work indicated the cause of death was cardiopulmonary arrest not device related. No further information was provided.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.